Manufacturer narrative:
Device code (B)(4) applies to the implantable neurostimulator, 97715, s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider reporting that the leads not working was a device issue and the manufacturer representative (rep) would be the contact for further details regarding the cause. The leads will not be returned for analysis, and the replacement of the leads resolved the patient's reported issues. The patient was (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 97745, serial#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported they tried to increase stimulation but the controller showed "upper limit reached" and they were not be able to adjust stim. This had been occurring intermittently and while on the call they were able to increase stim to 6.4 but prior to the call were not able to increase. Patient reported they were not able to get stim increased enough or in the right spot. It was reported that the leads were not working and they were not able to get the stimulation to help with the therapy. It was reported that this has occurred since implant. Reprogramming did not resolve the issue. The patient was sent a new controller as the old one¿s buttons wouldn¿t always work however the new controller would not power on. They had not put the lithium battery pack into it yet. It was later reported that the patient was trying to turn their ins on and saw the settings not available screen on their controller. Their ins was currently charged to 40%. They only have 1 group available. Troubleshooting did not resolve the issue. Patient reported they are nervous that they will have to have the device removed if the leads are not working. No further complications reported/anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type lead, product ID 97745, serial# unknown. Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated the cause of the leads not working was unknown. It was reported that the patient would be meeting with her doctor now that the leads were out to discuss next steps. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.